Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab) and calibration was completed, the console generated a sensor failure alarm. The arterial pressure was switched to another route and the iab therapy was continued. Approximately three hours after iab therapy started, since the patient had been in stable condition, console was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 37.6cm and 54.6cm from the iab tip. The optical fiber was found to be broken within the within the membrane approximately 5.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon(iab) and calibration was completed, the console generated a sensor failure alarm. The arterial pressure was switched to another route and the iab therapy was continued. Approximately three hours after iab therapy started, since the patient had been in stable condition, console was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Additional information return to manufacture date - 04/03/2020. Evaluation result codes updated & evaluation conclusion codes updated. Updated device not eval provide code. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon(iab) and calibration was completed, the console generated a sensor failure alarm. The arterial pressure was switched to another route and the iab therapy was continued. Approximately three hours after iab therapy started, since the patient had been in stable condition, console was replaced. There was no reported injury to the patient.